Event description:
The product analysis lab (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a: rite - ground bond failed performance spec: measurement 0.101ohm (specification limits: low: 0.001 - high 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.101 ohm (specification 0.001 - 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.133 ohm to 0.006 ohm when the door frame ground screw was completely tightened. The loose door frame ground screw caused a poor connection between the pem ground and door post resulting in the ground bond failure. The assignable cause for the rite ground bond failure was determined to be a loose door frame ground screw. Scrap door frame ground wire. Device was sent to service.